Event description:
It was reported that the patient has had seven asystole episodes collected since implant. Most were collected the day of implant and can be disregarded, however, three of the episodes exhibit micro-deflections and then return to sensing after the pause. It is suspected that these are not real asystole events. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).